Manufacturer narrative:
The autopulse platform ((B)(4)) in complaint was returned to zoll on 03/31/2016 for investigation: investigation is as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform ((B)(4)). No physical damage was observed upon receipt. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the reported date of event. Therefore confirming the reported complaint. Functional testing could not be performed due to ua 07 displaying upon powering on the device. In summary, the reported complaint of ua 07 displaying was confirmed during the archive review and during functional testing. During the investigation load cell 2 was found to be defective. After the replacement of the load cell the device passed load cell characterization check and passed final functional test.

Event description:
It was reported that during a device check the autopulse platform ((B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). To troubleshoot the issue, the customer replaced the battery and lifeband and tested the autopulse with a mannequin. However the ua 7 error message would not clear. No patient was involved during this event. No additional information was provided.